Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a urs procedure. According to the complainant, prior to usage, it ws noted that the stent was broken within the package. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the investigation of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.